Event description:
It was reported the patient had difficult vascular access. After "various punctions" the physician accessed the vein and when passing the spring wire guide, it bent. Another spring wire guide was used and it bent again. A guidewire was obtained from a different catheter set (bbraun) to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the patient had difficult vascular access. After "various punctions" the physician accessed the vein and when passing the spring wire guide, it bent. Another spring wire guide was used and it bent again. A guidewire was obtained from a different catheter set (bbraun) to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the patient had difficult vascular access. After "various punctions" the physician accessed the vein and when passing the spring wire guide, it bent. Another spring wire guide was used and it bent again. A guidewire was obtained from a different catheter set (bbraun) to complete the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed multiple kinks in the body. The coil wire was separated from the distal weld and the swg was unraveled from the distal weld. The j-bend was still present in the core wire. Microscopic examination confirmed both welds were present and spherical. The main kinks in the guide wire measured 190 and 230 mm from the proximal weld. The total length of the core wire measured 599 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the undamaged portions measured 0.795 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The undamaged portions of the guide wire were advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. A manual tug test confirmed the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.